Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had missing characters on the screen. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one device was evaluated. The investigation isolated the failure to the user interface board failure, but a cause was not identified. The product relates to the reported complaint event. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.